Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils, ruby coil detachment handle (handle) and, non-penumbra microcatheter. It was noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician placed and detached a ruby coil in the target vessel using the handle. The physician then placed another ruby coil in the target vessel and attempted to detach it using a handle; however, the ruby coil failed to detach. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil, the same handle and microcatheter. There was no report of an adverse effect to the patient.